Event description:
It was reported that the pump was explanted and not replaced on 2014-04-16. The reporter commented that the pump had reached end of service (eos) several years ago and the patient decided to not have it replaced. The patient had since lost weight and decided to have it removed for ¿comfort reasons¿. There were no alleged product issues. Patient status at the time of the report was alive with no injury. The pump was not currently delivering medication as it had reached eos.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: catheter. (B)(4).